Manufacturer narrative:
Product event summary: the adaptor was returned and analysis found no anomalies. However, the insulation had a cosmetic depression (in-vivo). Product ID: 6707 adaptor implanted: (B)(6) 2006. Product ID: 6947 lead implanted: (B)(6) 2004. Product ID: 6984m adaptor implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and adaptor were causing muscle/nerve stimulation. The lead and adaptor were explanted and a new rv lead was implanted. No further patient complications have been reported as a result of this event.